Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that one of the surgeons questioned whether there was too much wiggle on the rocker arm (2 pin portion) of the a2002 mayfield 2000 radiolucent skull clamp. Additional information was received on 19jun2018 stating that the patient was put under anesthesia. The clamp was affixed to the patient when they noticed that the torque knob was wiggling too much inside of its threading. The surgeon decided it was too much wiggle and used a different clamp instead. It took about an extra two (2) minutes. The surgery took place without issue after that. No morbidity reported to the patient. Further additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No serial number was identified, as such a DHR review could not be performed. Root cause cannot be not determined at this time because the product has not been returned for evaluation.

Event description:
N/a.